Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the drip chamber "broke off" the primary IV tubing set while connected to a ns bag and during a piggyback infusion of magnesium. No report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated from the drip chamber was confirmed. During visual inspection, it was noted that the vinyl tubing was separated from the drip chamber and the drip chamber port showed no evidence of solvent residue. No functional testing was performed due to the obvious damage. Fluid was leaking from the drip chamber. No dimensional testing could be performed as the tubing portion beyond the drip chamber was not returned for evaluation. The root cause of the reported event was identified as a manufacturing issue due to no solvent being applied at the junction of the vinyl tubing that connects to the drip chamber outlet port.